Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of lodged component - staple to be related to the customer reported complaint. The instrument was found to have lodged staples and reload pieces in the I-beam assembly. The instrument was placed on an in-house system and found to pass initialization on 3 of 3 attempts. There was no visible damage to the instrument. The I-beam assembly was extended, and two staples and two reload pieces were found to be lodged inside. There was also sleeve damage observed. Root cause is attributed to component susceptibility to damage. Additional observation(s) related to customer reported complaint: the instrument was found to have the I-beam sleeve damage. A distal insert was used to retract the I-beam, and the instrument was found to have lodged staples and reload pieces in the I-beam assembly. After removing the lodged pieces, the I-beam sleeve was found to be damaged. Root cause of this failure is attributed to lodged components in the I-beam assembly. The instrument was found to have 1 unclamp failure based on log review that was not replicated in-house. Msc logs displayed 1 unclamping failure with error code 22030 and p1 value of 2, which confirms an unclamping failure. The stapler was involved in an unclamp drivetrain failure on the last install, resulting in the force expiration of the stapler. The instrument was placed on the in-house system and was found to be locked. The instrument generated error message "instrument failure. Do not reuse." The rfid editor was used to unlock the instrument. The instrument was reinstalled on the in-house system and passed recognition and engagement test. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using two white 60 reloads. The stapler was fully functional. Review of msc and dsp logs confirmed a drivetrain unclamp failure. Unclamp drivetrain failures to 99.99% has previously been investigated and are most likely related to a faulty usm. Initial findings were confirmed. The instrument procedure logs were reviewed and confirm the instrument experienced 1 high drivetrain initialization failure. The lodged staple found in the I-beam assembly was the likely cause of the failure. Logs also confirm that the instrument experienced an unclamping drivetrain failure on the last install. This failure results in the force expiration of the stapler, which prevents further use. It is likely that the customer was referring to this failure in the complaint. The instrument was re-installed on an in-house system. The stapler engaged and initialized and clamped and fired without issue. The unclamps were successfully completed on each attempt. The unclamping failure was not replicated through additional testing. Drivetrain failures to 99% completion have previously been investigated and is a result of a faulty usm. Therefore, the primary code of unclamp failure will be updated to have a root cause of non-device related factors. The device appears to be fully functional. As an additional finding, minor sleeve damage was observed. The sleeve had a small tear at the proximal most point of the sleeve. Scratches seen on the surface of the sheath in that area indicate it is likely that the lodged stapler disrupted the material and caused the tearing as the I-beam extended and retracted during the procedure. Sleeve damage, initialization failure, and lodged staple are considered unrelated to the unclamping drivetrain failure. The probable root cause of the sureform stapler instrument experiencing unclamping issues is attributed to obstructions in the path of the I-beam. This issue can also be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the sureform quit after seven firings. The procedure was completed with no reported injury.